Event description:
It was reported that the pump housing separated from the pump touchscreen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.